Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined the following cause: due to disconnection in cable unit, there is noise in the image. However, the most probable cause of the complaint is cause traced to component failure, which is component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed no image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed no image. There were no reports of patient harm.